Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific leads, experienced an episode of syncope while at the dentist office, with no loss of consciousness. At the time of the episode there was no equipment in use. The patient was hospitalized overnight. Interrogation of device revealed normal device function and all measurements were within normal range. Provocation test revealed noise on the shock channel. The cause of the patient's syncope episode was not established. The physician reprogrammed device and is monitoring the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.